Manufacturer narrative:
This report is being supplemented to provide additional information - further device evaluation uncovered sub-feed pipeline clogging with foreign material. This investigation is ongoing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, the foreign material appeared to be nylon (possibly part of a cleaning toothbrush). The root cause was unable to be determined. Based on the results of the investigation for phenomenon two, the foreign material appeared to be cellulose (possibly a piece of fiber such as gauze). The root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 5 manual cleaning of the endoscope and endo therapy accessories, and chapter 8 storage and disposal, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had auxiliary water supply issues. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens and light guide lens had a white-clouded area due to chemical or physical stress. It was also observed that the paint on the suction cylinder was peeled due to handling. It was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: protector of universal cord on the control section side, protector of universal cord on the scope connector side, plastic distal end cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.